Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 event the patient experienced weakness, collapsed and was unconscious. The cgm reading was 88 mg/dl. No fingerstick was taken but an ambulance was called. The patient was transported to the hospital, where lab tests revealed a critically high blood glucose level of 1078 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was admitted to the intensive care unit (ICU). The patient received treatment with intravenous fluids. The patient was discharged after three days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).